Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead position check failed because the ra lead had dislodged and fell into the right ventricle. It was noted that the ra lead exhibited no capture. It was also reported that the right ventricular (rv) lead exhibited high thresholds. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.